Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using too long of an implant or placing the implant too deep, possibly exacerbated by poor imaging because of the patient's obesity.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had si joint pain relief before reporting foot drop without pain three days after the initial procedure. The surgeon determined that the superior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.